Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The date of the event was 2011. It was reported an alarm was not heard on the pump. The patient went to the hospital and emergency surgery was done to replace the pump. The pump was removed and could "barely" hear the pump alarming. The patient was given too much oral baclofen and they "nearly lost him" from "overdose." The patient was in the hospital for three days. The issue has been resolved. The cause of the event, date of event, troubleshooting/diagnostics, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.